Event description:
It was reported that a patient underwent an unknown respiratory surgery on an unknown date and suture was used. During interrupting suture, the suture was broken during use. It was a control release needle. There were no adverse consequences to the patient. Further details are not provided from the hp.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. One winding formed with five suture needle combinations, one detached needle, one needle suture used, and one dispensed needle suture piece in two sections were received for analysis. The product code vcpb725d is multistrand and requires eight strands per packet. During the visual inspection of the returned sample, it was observed that the dispensed needle suture was in two sections, and one suture needle was received with body fluids. All sutures were examined, and they had started the degradation process, which caused them to be broken. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.